Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over or under delivery anomaly noted. Device also passed tone check and vibrate check on self test. No audio or beep anomaly or vibrate anomaly noted. Device communicated properly with the glucose sensor simulator and the guardian two link. The alert before low and the suspend before low functions properly with audio alert tones during testing. No hardware low level failures noted during self test. However, device trace download confirmed hardware low level failures, problem isolated to keypad. Device had minor scratched display window, damaged display window cover, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked, keypad overlay at the select button and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It customer reported via phone call that they were experiencing low blood glucose because their insulin pump is not alarming before or on low. The customer stated that the insulin pump alarms sometimes, but no all the time. The customer's blood glucose at the time of the incident was 44 mg/dl. The customer stated that they have been experiencing low blood glucose for the past ten to fifteen days. The customer's blood glucose at the time of the phone call was 44 mg/dl, which was treated with food. Troubleshooting was completed. The customer stated that they are having hard time hearing the beeps; the volume is set to maximum. The insulin pump failed the self test; it did not beep during tone test. The insulin pump alarmed hardware low level failures. The customer stated that they got assistance for programming their insulin pump, at the hospital. The customer stated that they were disconnected during the rewind/prime sequence. The customer stated that, at time of incident, the reservoir was manipulated while they were still connected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.